Manufacturer narrative:
Continuation of d10: product ID: a820, lot#serial#: unknown, product type: software, product ID: tm90t0, lot#serial#: unknown, product type: accessory. Section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving an unknown intrathecal medication via an implanted pump for non-malignant pain and radiculopathy. It was reported the therapy handset was taking a long time for the handset to communicate with the pump. It was noted the handset searched for the pump and reaches "91% in an instant" and then it "waits forever" for the other 9% to finish communicating. It was further clarified that it was taking a long time to communicate to find the pump and stated that sometimes it would not even reach 91% and then "no pump found" would come up on the handset. It was reported initially following implant it was easy to communicate with the pump, and the issue with communicating started in the "last month or so" (2019 year valid). The hcp confirmed that the communicator was not charging and confirmed that the communicator was charged. There was no out of box failure and patient symptoms were not reported. No troubleshooting was performed on the call due to the reporter disconnecting call and no time to complete troubleshooting. When the reporter was called back, she stated she would call when she had time. It was also mentioned the patient was very thin and due to the patient¿s thin anatomy the pump ¿stuck out¿. No allegation was made against the function of the pump. Currently, the patient was at a refill appointment on the call. Additional information was received on 2019-aug-19 and the hcp had already spoke with mobility. It was noted this ptm device was more ¿high tech¿ and complex than the 8835 and all the manufacturer had to do was upgrade the 8835 to show how many boluses the patient had left. Troubleshooting with the caller was performed and distance between the ptm and the patient¿s pump was reviewed. After educating the hcp about that it was reported the telemetry/communication worked much better. The patient would keep a record of how that worked and let the hcp know if he encountered any more issues. No further complications were reported/anticipated or expected. Additional information was received from the healthcare provider (hcp). The hcp stated the patient has had zero complaints during their last three visits. The issue had resolved.